Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that over the past six months, the patient has been experiencing frequent urine leakage due to the premature occlusion of her foley catheter which fails to remain functional for even a full week. The patient was a woman in her 50s who had been utilizing the aforementioned indwelling catheter manufactured by bd company for over ten years. However, starting approximately six months ago, the patient began experiencing an increase in urine leakage caused by catheter blockages. Currently, even after a new catheter was inserted, it fails to last for a full week before its lumen becomes clogged with floating debris. The patient had consulted with the urology departments at both university hospitals and general hospitals and has even undergone hospitalization for evaluation; yet the underlying cause remains unidentified. There was no indication that she is prone to developing urinary stones. Regarding the leakage itself, the medical consensus was that the patient's urethral meatus has dilated; consequently, the only viable solution appeared to be increasing the catheter's diameter. The catheter size was therefore increased from 14 fr to 18 fr; however, the issue of blockages persists unchanged. In light of this, would like to inquire if it's possible that there was an "incompatibility" for lack of a better term between the catheter currently in use and the patient's physiological state? Alternatively, could some recent change in patient's condition be rendering her more susceptible to the formation of this floating debris? The material clogging the catheter was particularly puzzling, as it often presents as hardened, string-like strands and had attached photographs for your reference. From a medical standpoint, the patient's underlying condition does not strictly necessitate the use of an indwelling catheter; consequently, the attending physician has suggested removing the catheter and managing her condition with incontinence briefs instead. However, the patient herself was still relatively young and maintains an active lifestyle including going out regularly and strongly desires to continue using a catheter to preserve her mobility and independence. Furthermore, it was informed that the hospital did not currently stock all-silicone catheters, making a switch to that specific type difficult at this facility.